Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure was a loose o2 sensor tubing. Provider states they repaired, no new parts requested.